Manufacturer narrative:
A review of the device history record has been/will be initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: bilateral ¿leaking¿ against a gel device and ¿exchange due to concern with the product¿.

Event description:
Patient reported left side ¿leaking¿ of gel device, ¿dents in the breasts¿, ¿implants are deformed¿, and ¿exchange due to concern with the product¿. The device remains implanted.